Event description:
Pt came in with over 200 charges on the capacitors. Many were aborted. Device was eri. Lead was dislodged. Pt hadn't been seen in over 4 months and not seen at pre-discharge the day following implant.